Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, "the device was reactivated when att active every time to use." There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Batch # p92u2h. Investigation summary: the device was returned with no apparent damage and received inside its sterile package. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing.  The device was disassembled to inspect internal components for evidence associated with the continuous activation and no anomalies were found. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 8/21/2018. Batch # p4rk8m. The device was not returned for analysis, however photos were provided for analysis. Images 1, 2, and 3 provided by the customer are that of a focus harmonic device. One of the images shows the batch number on the tyvek to be p4rk8m. Because the instrument was not returned, our evaluation is limited. No conclusion could not be reached from the review of the provided images regarding what may have caused or contributed to the event. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.